Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage. It was stated the "nurse found the adapter tubing junction leaking." No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples were returned in support of this complaint. However, a photo was returned in support of this complaint. . The photo received showed the reported defect. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: no actual samples returned, the root cause cannot be identified.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage. It was stated the "nurse found the adapter tubing junction leaking." No report of serious injury or medical intervention.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage. It was stated the "nurse found the adapter tubing junction leaking." No report of serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacturer: no.